Manufacturer narrative:
On (B)(6) 2017 the (B)(4) project manager performed a visual inspection of the retrieved items and commented as follows. The stem showed a coating totally present in the entire body, due to the short time of the implant in the patient. Fibrotic tissue was noticed inside some macrostructures and the neck had some signs on the inferior part, probably occurred during extraction. The ceramic ball head showed some signs on the rim and one on the surface due to removal. From the received parts it is not possible to determine the root cause of the event.

Manufacturer narrative:
On 27 july 2017 the medical affairs made the following analysis: postoperative femoral fracture occurred 1 month after primary cementless tha. Femoral fractures are a possible, literature described adverse event after tha. They may be due to the normal intraoperative bone weakening caused by the femoral preparation. No reason in this case to suspect a defective implant. Batch review performed on 31 july 2017: lot 132364: (B)(4) items manufactured and released on 02 august 2013. Expiration date: 2018-06-30. No anomalies found related to the reported issue. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery 1 month after primary due to bone fracture and stem subsidence. The revision surgery was completed successfully.